Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that customer was hospitalized due to high blood glucose. Caller reported that customer was on a trip and the hotel threw away the serter. Caller was requesting a replacement infusion set serter. Customer's blood glucose was not reported. Caller declined troubleshooting.